Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: one open 31g x 5mm pen needle samples and four photos were returned from lot. No. 0294434, cat. No.320129. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was unable to prime. The following information was provided by the initial reporter : upon priming the drug did not come out.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was unable to prime. The following information was provided by the initial reporter: upon priming the drug did not come out.